Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Clarified to provide this information: we received a report that during the implantation of a zma intraocular lens (iol) into the sulcus, the lens began to drop into the posterior portion of the eye (did not fit properly). He removed the iol (during the same procedure) and performed a vitrectomy. An anterior chamber iol was implanted successfully and the procedure was completed. The patient is reported to be doing fine. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that during the implantation of an intraocular lens (iol) the surgeon noted that the iol did not fit the patient properly. He removed the iol (during the same procedure) and performed a vitrectomy. The surgery was successfully completed and the patient is reported to be doing fine.